Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The target lesion was located in the distal right coronary artery (rca). A 3.00x12mm nc quantum apex¿ balloon was selected for post-dilation of a non-bsc stent. The balloon was inflated to 26atm when it was noted the balloon ruptured. The device was removed in one piece. Another balloon was selected however it was unable to fully expand the implanted stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen, balloon and wire lumen. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge 56mm ¿ 68mm from the distal tip. The shaft damage is consistent with the reported balloon burst. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, as the device was reportedly inflated above the rated burst pressure (rbp). (B)(4).

Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The target lesion was located in the distal right coronary artery (rca). A 3.00x12mm nc quantum apex balloon was selected for post-dilation of a non-bsc stent. The balloon was inflated to 26atm when it was noted the balloon ruptured. The device was removed in one piece. Another balloon was selected however it was unable to fully expand the implanted stent. No patient complications were reported and the patient status is stable.